Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and performed troubleshooting. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse replaced the ise tubing, mix bar, ise mix motor and sample probe to resolve the issue. The fse verified system performance, and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneous low ion-selective electrolytes (ise), specifically sodium (na), patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer stated sodium results were less than 130 mmol/l. The customer did not provide patient data printouts or demographics.